Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during a sinus surgery (frontal sinus approach) a bur was stuck in the handpiece and the hcp couldn't change it so they had to stop the surgery and program another surgery for the patient. There was no patient impact. The surgery was extended for 30 minutes.